Event description:
The patient reported that they got out of a chair and experienced pain. They indicated no fall or trauma. Previous ustar ii patient presented with pain and instability. X-ray imaging revealed dislocation of the femoral component and tibial insert yoke and a revision was scheduled. During surgery, surgeon noted the insert screw connecting the femoral component insert and yoke had bent. Original surgery was on (B)(6) 2023 and revision was conducted on (B)(6) 2024. Revision surgery was successfully completed.

Manufacturer narrative:
Importer is attempting to obtain the explanted device and other information for sending to the manufacturer for investigation.